Event description:
A patient reported experiencing inaccurate high results with a one touch basic original meter. The patient's blood glucose results were 176, 135 mg/dl. Tests were done within >10 minutes with a difference of 23%. Customer cleaning incorrectly and has not used control solution for a long time. Patient did not experience any adverse events. No further infomation has been reported.